Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a bolus delivery. The customer's blood glucose was 246 mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field. The customer does not use the sensor feature on the insulin pump. He was assisted with clearing the alarm, was able to rewind the insulin pump, and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion test. No motor error alarm was noted. The pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion or excessive no delivery tests due to the prime anomaly. The motor was tested outside of the device, and it passed. The pump also had minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.